Manufacturer narrative:
Event date and procedure date are approximated.

Event description:
It was reported via social media there was inadequate seal. Approximately two years ago the patient underwent a watchman left atrial appendage (laa) closure procedure. It was reported via (B)(6) that the device was not properly sealed. Bsc has requested additional information; however, no further information has been provided at this time.